Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise and increased capture threshold. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.